Event description:
It was reported, through a medwatch report, that this right atrial lead exhibited noise, oversensing and high out of range pacing impedance measurements which caused a lead safety switch. Due to the limited information received, further follow-up to obtain related details was not possible. At this time, evidence suggest that this lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Information was corrected on the following fields: e4: init rptr also sent rep to FDA.

Event description:
It was reported, through a medwatch report, that this right atrial lead exhibited noise, oversensing and high out of range pacing impedance measurements which caused a lead safety switch. Due to the limited information received, further follow-up to obtain related details was not possible. At this time, evidence suggest that this lead remains in service. No further adverse patient effects were reported.